Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the catheter hub separated from the catheter shaft during a lower extremity angiography procedure. The physician stopped the procedure, removed the device, and planned to reschedule the procedure. There were no reports of any sections of the device remaining inside the patient's body.